Event description:
Pt underwent revision surgery to have the generator and lead removed so that pt could undergo an MRI. The lead and generator were explanted and returned to cyberonics, inc. For product analysis. There was no allegation against the device at the time of explant. A lead discontinuity was discovered during product analysis at cyberonics inc. Due to metal dissolution, the fracture mechanism cannot be ascertained. It is unk at this time if pt will be reimplanted.

Manufacturer narrative:
Device failure did not cause or contribute to serious injury or death.